Event description:
The customer reported that the paramedics treated her low blood glucose twice. The blood glucose reading at the time of the call was 86 mg/dl. The customer stated that the first time she lost consciousness and the customer was treated at the scene. The customer stated that the second time occurred when her blood glucose was normal and then she went to sleep. The customer stated that she woke up while being treated by the paramedics. The customer stated that the insulin pump appeared to function at the time she called. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.